Event description:
A balloon was inserted to the circumflex coronary artery. The balloon did not inflate when attempted leading us to believe that the balloon was damaged. When trying to remove the balloon, only the proximal half of the balloon shaft came out. The distal half of the balloon was still in the artery with the balloon still at the lesion. When attempted to remove by removing the ptca wire, the proximal half of the balloon came out with the wire through the guiding catheter. This was followed all of the way out of the body under fluoroscopy. All equipment was successfully removed from the body. No adverse events happened to the pt.